Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set prior to a procedure starting. He stated that during priming of the system with the disposable set installed, he observed the set leaking from the lower pouch chamber. As a result a different disposable set was used for the procedure. There were no patient complications reported as a result of the alleged event. The affected device was retained and sent to the manufacturer for analysis.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Device evaluation confirmed the set was leaking. Visual examination found a small cut on the back side of the blood inlet area of the pump cassette. The root cause of this damage could not be identified. Review of internal manufacturing and test records did not find any similar incidents of a cut or puncture to devices. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.